Manufacturer narrative:
The reported incident that locking screw, t10, 3.5x14mm was alleged of issue s-139 (device missing) could not be confirmed, since the device was not returned for evaluation and no other evidences were provided the failure cannot be confirmed as the product was not received as it was discarded. Nevertheless it has been found a CAPA which gathered information of a similar event with this catalog number. Despite that there is not certainty that the event occur, actions in this CAPA were taken to correct this events. The actions were implemented by december 2015 and this lot number was manufactured before, in may 2015. Thus no further actions are required at this moment. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The customer reported that there was no screw inside the packaging. The packaging was not damaged in any way.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Product package will not be return.

Event description:
The customer reported that there was no screw inside the packaging. The packaging was not damaged in any way.